Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a cracked pelvis. Patient did not fall. Doctor believes the product contributed to the event.